Manufacturer narrative:
Concerning lot s0002091 this is the first complaint referring to suture breakage. In the IFU section precaution and warnings, it is stated: "care must be taken to avoid damage to the suture on insertion and after anchor placement. Bony surfaces that could contact the suture should be smoothed to avoid damage to the suture." As we haven't received product back for investigation, we can't perform real evaluation of the breakage reasons. After assembly of the device sutures are tightly spooled in the handle. If sutures were loosen during the coloring process, and they were not tighten properly before installation, it might increase the risk of the suture breakage. Loose sutures might be cut between screwdriver shaft and hard bone during the installation.

Event description:
During anchor insertion, after the surgeon screwed in the anchor and was removing the inserter handle he noted both the white and green sutures appeared frayed and broken near the laser marking line on the duet handle. The surgeon removed the duet anchor from the pt without issue, completing the repair with another anchor. The white duet suture had been coloured purple by the site to allow better visualization in the cuff during suture tying. Duet anchor was not removed from the inserter when colouring the white suture.